Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement of zero ohms. The caller reported that every other measurement prior, was within range. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant stated that this reading is invalid. The consultant recommended having the patient perform a patient initiated interrogation (pii) tomorrow to make sure the value is within normal limits. The consultant stated that if the measurement is still out of range, then they should consider bringing the patient in for further evaluation. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
(B)(4). Additional information was received confirming that the pii was performed and the shock impedance measurement was 56 ohms. No further evaluation was performed. This product issue will be re-evaluated if additional information is received.